Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The reported symptom (close door messages) was reproduced and confirmed through evaluation. This condition was caused by a failed upper link switch. The upper auxiliary assembly (containing link switch) was replaced.